Event description:
It was reported that after fixation, high pacing impedance and low current of injury was observed on the right ventricular (rv) leadless pacemaker (lp). The lp was repositioned. During the next fixation, the delivery catheter and lp jumped. During the third fixation, it was no longer possible to rotate the lp with the delivery catheter. A new catheter was used, but the same rv lp was unable to be fixated. The physician alleged the prolonged procedure time was clinically significant for the patient. The lp was removed and a traditional pacemaker system was implanted to resolve the event. The patient was in stable condition.